Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device did not change the tone although the advance hemostasis button was pressed. When the device continued to be activated, the tissue pad was broken off out of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n90h34. The device was returned with the tissue pad damaged, melted and 100% present and still attached to the clamp arm and not detached as reported by the customer. In addition, the blade tip was damaged at the distal end due to contact with the clamp arm after the tissue pad was melted away. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. It is possible that solid tone heard could be caused due to the contact between the clamp arm and the blade once the tissue pad got melted. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them, subsequent activations would completely wear and melt the tissue pad until the blade tip makes contact with the clamp arm. Avoid activating the blade without tissue between the blade and tissue pad to prevent this type of damage. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.